Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 11 states, "wear and/or deformation of articulating surfaces." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 2 of 2 MDR's filed for the same event (reference 1825034-2016-00332 / 00341).

Event description:
It was reported that the clinical patient underwent initial bilateral total hip arthroplasties on (B)(6) 1996. Subsequently, the patient's right hip was revised on (B)(6) 2004 due to poly wear and osteolysis. The patient's left hip was revised on (B)(6) 2004 due to poly wear and osteolysis. The patient's left hip was further revised on (B)(6) 2010 due to metalosis. The liner and modular head were removed and replaced. Operative report noted the cup to be well-fixed, oxidation of the liner, and scratching on the femoral head during the procedure. The patient's right hip was further revised on (B)(6) 2010 due to metal hypersensitivity, pain, and elevated metal ion levels. Operative report noted cloudy fluid during the procedure. The head was removed and replaced and a liner was implanted. The patient underwent a procedure on the left side to place a strut allograft and cable on (B)(6) 2014 due to modulus mismatch involving the distal portion of the femoral component. The patient's left hip was revised on (B)(6) 2014 due to thigh pain. The liner and modular head were removed and replaced. Operative report noted the stem to be well-fixed during the procedure.